Event description:
Customer states that getting error code 420. No pt injury was reported.

Manufacturer narrative:
The service rep cleaned and check operation of lateral table movement, could not duplicate any errors. Will schedule with customer for pm.